Event description:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("suspicion of perforation of one tube and of uterus"), uterine perforation ("suspicion of perforation of one tube and of uterus") and genital haemorrhage ("bleeding") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included the pill and intra-uterine contraceptive device. Insertion of the first insert was performed with no difficulty. Previously administered products included anesthesia. In 2012, the patient started essure. In 2012, the patient experienced procedural pain ("she quickly felt pain"). In 2016, the patient experienced pelvic pain ("stronger pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), complication of device insertion ("insertion of the second insert was more complicated and required intervention under anesthesia"), weight increased ("weight gain of 12 kg"), uterine leiomyoma ("fibroma") with menorrhagia, uterine cyst ("uterine cysts"), rotator cuff syndrome ("tendinitis right shoulder"), sciatica ("sciatica right leg"), myalgia ("muscle pain"), paraesthesia ("tingling in fingers"), genital haemorrhage (seriousness criterion medically significant), adenomyosis ("adenomyosis") and anaemia ("anaemia"). On an unknown date, the patient experienced abdominal pain. The patient was treated with surgery (hysterectomy with removal of tubes and uterus on (B)(6) 2016) and surgery (hysterectomy with removal of tubes and uterus on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, uterine perforation, complication of device insertion, procedural pain, weight increased, pelvic pain, uterine leiomyoma, uterine cyst, rotator cuff syndrome, sciatica, myalgia, paraesthesia, genital haemorrhage, adenomyosis and anaemia outcome was unknown and the abdominal pain outcome was unknown. The reporter considered fallopian tube perforation, uterine perforation, complication of device insertion, procedural pain, weight increased, pelvic pain, uterine leiomyoma, uterine cyst, abdominal pain, rotator cuff syndrome, sciatica, myalgia, paraesthesia, genital haemorrhage, adenomyosis and anaemia to be related to essure. The reporter commented: she reported that health problems were then continuing for 4 years, and that nobody had ever made the relation between the events and essure. The patient received hormone treatment which failed. She did not exclude lodging a complaint. Most recent follow-up information incorporated above includes: on 17-jan-2017: reporter information, essure indication, and additional events acute abdominal pain, tendinitis right shoulder, sciatica right leg, muscle pain, tingling in fingers, bleeding, adenomyosis and anaemia. Company causality comment: a female consumer who had essure (fallopian tube occlusion insert) inserted had a suspicion of perforation of one tube and of uterus and experienced bleeding (seen as genital bleeding). She underwent a hysterectomy, with removal of tubes and uterus, approximately 4 years after insertion. These events are anticipated in the reference safety information for essure. In the present case, insertion of the first insert was performed with no difficulty, however insertion of the second insert was more complicated and required intervention under anesthesia. She quickly felt pain. This difficulty during insertion probably had a contributory role in the occurrence of the suspected perforation of one tube and uterus. Given the nature of these events, causality with essure cannot be excluded. With regards to the event bleeding, considering its nature, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer who had essure (fallopian tube occlusion insert) inserted had a suspicion of perforation of one tube and of uterus and experienced bleeding (seen as genital bleeding). She underwent a hysterectomy, with removal of tubes and uterus, approximately 4 years after insertion. These events are anticipated in the reference safety information for essure. In the present case, insertion of the first insert was performed with no difficulty, however insertion of the second insert was more complicated and required intervention under anesthesia. She quickly felt pain. This difficulty during insertion probably had a contributory role in the occurrence of the suspected perforation of one tube and uterus. Given the nature of these events, causality with essure cannot be excluded. With regards to the event bleeding, considering its nature, a causal relationship cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.